Manufacturer narrative:
Company rep evaluated the unit. Corrections included calibrating the unit which resolved the issue. Unit was safety tested to factory's specs.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.